Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ pen needle experienced a case of being unable or difficult to prime, being unable to deliver insulin/medication, and difficult operation or not working/functioning. The following information was provided by the initial reporter: consumer stated: he's finding patient end "slanted" prior to injection, bent patient end after injection, experienced some bleeding after injection, (did not seek medical) stated, had to push really hard to get plunger on pen to move stated, no insulin flow when priming or injecting numbers have not been affected. Lot: 0084065, catalog: 320144, date of event: unknown.

Event description:
It was reported that bd ultra-fine¿ pen needle experienced a case of being unable or difficult to prime, being unable to deliver insulin/medication, and difficult operation or not working/functioning. The following information was provided by the initial reporter: consumer stated: he's finding patient end "slanted" prior to injection. Bent patient end after injection. Experienced some bleeding after injection, (did not seek medical). Stated, had to push really hard to get plunger on pen to move. Stated, no insulin flow when priming or injecting. Numbers have not been affected. Lot: 0084065, catalog: 320144, date of event: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.